Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to turn on the unit and put the lamp on standby; however, that was not possible due to the front panel lights blinking. The customer turned off the clv-190, exercised the tab at 12 o¿clock on the scope socket, and powered the device back on but the blinking persisted. The front panel stopped blinking after a scope was connected. In addition, the lamp counter was able to reset. The customer mentioned that the instructions provided by tac was previously followed since the lamp was replaced. Tac advised the customer to send the unit in for repair; however, the customer opted to do it later. A follow up was made and the customer mentioned that the issue was resolved and no device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source fails to reset the lamp counter. In addition, all the lights on the front panel are blinking. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 8 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The reproduction is unknown, since the product was not returned for inspection. The customer was advised to turn off the clv then connect the scope. The front panel stopped blinking and the lamp counter was able to be reset. Olympus informed the customer, that the unit should be sent in for repair. Olympus will continue to monitor field performance for this device.